Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test. No cosmetic damage noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's wife reported via phone call that the customer had a high blood glucose level. The blood glucose at the time of the incident was 525 mg/dl. Wife states the pump is causing the customer to have a high blood glucose level. She states the customer does not have symptoms, but is just feeling cranky. The customer did contact their healthcare professional and does not have a backup plan. The customer treated for the high glucose with a bolus from the pump. Wife declined any further troubleshooting. The customer wife called back on (B)(6) 2014 and stated the replacement pump did not function. The customer blood glucose level was 498 mg/dl. She states they attempted to use the original pump, but ended up using a new replacement pump. The device will be returned for analysis.